Event description:
Clear plastic guard, or sleeve, that are part of cautery tip. This plastic guard is not opaque. When scrub is cleaningoff tip the quard falling off.

Manufacturer narrative:
It was reported that the clear plastic guard, or sleeve, that are part of cautery tip. This plastic guard is not opaque. When scrub is cleaning off tip the guard is falling off. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.